Event description:
It was reported that during a lap myomectomy the needle snapped. It was necessary to convert to open and patient was admitted to hospital across street for 24 hours of care. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. Needle supplier which is our customer as well was contacted to verify if there were any quality issues related to the needle batch. Supplier confirmed that no ncrs were generated as part of the manufacturing process of the needle lot. Relevant portions of the device history record were reviewed. Finished good lot and all of the components met (B)(4) requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. (B)(4). Item #sxpd2b401 stratafix spiral pdo knotless tissue control device; 2ct-1 -2- pdo 14 x 14, lot mbnc040.